Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to failure to osseointegrate approximately 4 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. The doctor reported bone resorption and peri-implantitis were observed during the implant removal surgery. The patient had a ridge augmentation procedure (gbr) done on tooth #6.